Manufacturer narrative:
Results - vns therapy system labeling lists vocal cord paralysis as a potential adverse event possibly associated with surgery or stimulation.

Event description:
Reporter indicated that the pt had vocal cord paralysis that developed 6 mos post implant of the vns therapy system. Reporter also indicated that he believed paralysis was related to vns, but did not directly correspond with stimulation, and was not related to vns surgery. He stated he believed this because the pt described a "twitching in his left shoulder" prior to the paralysis. The pt's device was turned off and to date, no add'l info is known in regards to improvement of the vocal cord paralysis.

Event description:
Reported by the treating psychiatrist that the patient's vocal cord paralysis has now resolved, it was additionally reported that the patient's device has been activated and is actively being closed at the doctor's discretion.